Manufacturer narrative:
Concomitant medical products: product ID 8780; serial# (B)(4); implanted: (B)(6) 2019; product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding the patient receiving duramoprh (1 mg/ml at .350 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient had a pocket infection and a total system explant was performed. The device were disposed of and would not be returned for analysis. No further complications have been reported as a result of this event.